Event description:
The customer reported that the device unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown. The device was evaluated locally. The symptom was verified. The power pca was replaced to resolve the issue.